Manufacturer narrative:
Additional review determined an additional code, (B)(4) should have been coded originally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of incontinence, pollakiuria, and a burning feeling during urination on (B)(6) 2015. The device was reprogrammed on (B)(6) 2015 and the event resolved. The event was assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included functional idiopathic urinary incontinence since 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.